Event description:
It was reported that per the pump logs a low reservoir alarm occurred on (B)(6) 2014 and an empty reservoir alarm occurred on (B)(6) 2014. The pump was refilled on (B)(6) 2014 so the alarms should not have gone off. There were no logs on (B)(6) 2014 which would indicate that the pump was not updated after the refill. The patient presented to the emergency room (ER) on (B)(6) 2014 due to the critical alarm and logs show a pump update was done on that date and reservoir volume was updated as well. The patient was doing fine medically. The pump was delivering clonidine, bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).